Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver enough insulin due to miscalculating the amount of carbohydrates consumed. Customer's blood glucose (bg) level was "high"; however, a bg value was not provided. Customer administered a bolus via the pump to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.